Event description:
It was reported by the rep the device was used during a laparascopic bilateral ligation. It was reported the 5mm trocar had a slight leak. The bipolar forceps may have nicked the outer gasket on the non-bladed trocar. There was no consequences to the pt.